Manufacturer narrative:
(B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending and diagonal artery. A 2.00mm x 8mm emerge balloon catheter was selected for dilation. However during advancing, it was noted that the shaft broke. The device was removed in two pieces and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of the emerge balloon catheter. There was contrast in the inflation lumen. The balloon was tightly folded. The hypotube and shaft were microscopically examined. There were numerous kinks throughout the hypotube and there was a complete hypotube separation 54 cm from the strain relief. The hypotube fracture surface was ovaled, which suggests the device was kinked prior to separation. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending and diagonal artery. A 2.00mm x 8mm emerge¿ balloon catheter was selected for dilation. However during advancing, it was noted that the shaft broke. The device was removed in two pieces and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.